Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels read "high" (>500 mg/dl) while wearing the pod between 4 and 24 hours. Due to elevated bg levels and that the pod was leaking during wear, patient was unsure if cannula was properly seated in the infusion site (abdomen). Skin irritation at the site was also reported.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No damage or defects were found that would cause a failure to deliver insulin. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and the fluid path components that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined.